Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information received reported that the healthcare provider did not ¿know where [they] got¿ the allegation of a catheter breaking off and noted that the patient was ¿doing fine.¿ the device system was used to infuse gablofen. The reporter had no further information regarding the event.

Event description:
It was reported that patient had had issues with the catheter during the "test." They "ran" some baclofen into his spine using ¿some sort of catheter and when the catheter was removed a tiny piece of the catheter broke off in the spinal column.¿ presently patient doesn¿t have any presenting issues with it. Additional information has been requested; a follow-up report will be sent when it becomes available.